Event description:
The customer contacted stryker to report that their device displayed noise/artifact in the paddles lead during a cardiac arrest, which led the healthcare provider to misinterpret the patient's rhythm. In this state the the user may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation, and remains with the customer. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker contacted the customer regarding the serial number of the device. Stryker has not received a response.